Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after the foot was deployed and the plunger was depressed, the suture was not attached. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.